Event description:
Procedure: gastrectomy. Reportedly, the stapler misfired twice. The surgeon then changed to an open stapler, but it was too wide for ease of use. Because of this the tissue was compromised to the extent that we needed to oversew the anastomosis.